Event description:
During a shoulder repair procedure, the anchor broke. Sales representative confirmed that the surgeon was performing a bankart repair. The surgeon pre-drilled with the 1.8mm drill and used the ao two-finger technique. The anchor broke at the eyelet and remains embedded in the patient. The repair was completed with an additional twinfix anchor. A fifteen minute delay took place.

Manufacturer narrative:
Device has not been returned for evaluation therefore, no determination could be made for the reported device failure.